Manufacturer narrative:
Unit received failed batt test alarm during testing. Unable to perform self test, sleep current measurement and active current measurement. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was without spec range. Pump was cut open to perform visual inspection and found no moisture damage on the pcba1/pcab2. However, found corroded battery tube during visual inspection. Also, found in the pump history multiple failed battery test alerts on 10/19/2025 08:56:07.000, 10/19/2025 08:57:32.000, 10/19/2025 08:58:56.000, 10/19/2025 12:34:42. Due to corroded battery tube. Unit p-cap / test reservoir lock in place properly. Unit had scratched case, stained keypad overlay, serial label number missing. Pump received with failed batt test alarm due to corroded battery tube and scratched case, stained keypad overlay, serial label number missing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced multiple battery problems with the insulin pump, including frequent battery rejection even with new batteries, shortened battery life of less than 7 days, and recurring battery failed and insert battery alarms. The customer reported no adverse event. The event involved product mmt-1712k. Troubleshooting was performed and included confirming use of new, room temperature batteries and a previously replaced battery cap, checking for damage or corrosion, verifying proper battery installation, and advising use of the bolus wizard and pump storage mode; the pump continued to alarm and replacement was arranged, with instructions for therapy update, physician notification, and installation training. No harm requiring medical intervention was reported. Mmt-1712k was requested, and the customer's response was that the device will be returned.